Manufacturer narrative:
H10: g4, h2, h3, h6. The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed that the anchor of the device had a small crack on one side. The anchor tip was skewed to the side, indicating that the crack was caused by bending. There was no debris or loose pieces, and the retention suture was still present in the anchor. A review the certificates of compliance found that the anchor conformed to the quality requirements as indicated in the specific approved drawings and inspection instructions for each item. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the drawing found that the device must be sent with a tip protector. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of the drawing found the device is visually inspected for embedded particulates, dust, contaminants, and foreign matter. A certification of compliance or evidence of conformance to material and process specifications is required. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force on the device, off-axis insertion, or improper preparation of the insertion site.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a shoulder arthroscopy surgery the footprint broke off when it was being inserted. No significant delay or other complications reported. Surgery was completed using the same device. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.